Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml compounded morphine at a dose of 3 mg/day via an implantable pump for spinal pain. It was reported that a staffer that no longer worked for the hcp did not perform a bridge bolus at the patient¿s appointment on (B)(6) 2017. The concentration was changed from 5 mg/ml to 10 mg/ml, but that was never updated in the programmer. The patient had no symptoms and tolerated the dose of 3 mg/day well. The hcp would see the patient soon to rectify the programming. The hcp planned to leave the patient at 3 mg/day as they were doing well on the dose. It was reviewed to correct the amount, update the dose, and bypass the bridge to resolve the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician. Update: serial number for the 8840 was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.